Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - complex reg pain syndrome type ii and spinal pain. It was reported that the controller can't find the device and that proximity to electrical wires or welding activity causes increased sensitivity to stimulation as if device amplitude has increased. Patient denies actual change in amplitude.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacture representative (rep) reported the cause of the controller being unable to find the device occasionally and the electromagnetic interference (emi) was not determined. The rep noted there was no actions/interventions taken to resolve the controller occasionally being unable to find the device and emi interference. The rep noted it was unknown if the issue had been resolved, there were further reports by the patient regarding the issue. The rep noted the information was confirmed the healthcare professional (hcp). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.